Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with micro introducer, 7f 7cm. The customer states the .018 wire broke off in the pt's leg during a procedure. The physician was introducing the sheath over the wire and there was some sort of snag and then the physician felt resistance. The physician went to pull the wire out of the introducer (along with the sheath) and the wire snapped and came uncoiled. The physician had to go in and make a small incision to retrieve the portion of the wire that broke off. The pt then had to be evaluated in the emergency room to inspect the incision and re-suture the incision.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is a received.